Event description:
It was reported that one month after a revision to address the migration of a mantis long construct hex straight rod and three migrated xia 3 blockers, (addressed in pi (B)(6)), the patient reported severe pain and imaging revealed that the mantis straight rod and three xia blockers had migrated again. A second revision surgery has not been performed to date. This report captures third of three xia 3 titanium blockers.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that one month after a revision to address the migration of a mantis long construct hex straight rod and three migrated xia 3 blockers, (addressed in pi (B)(4)), the patient reported severe pain and imaging revealed that the mantis straight rod and three xia blockers had migrated again. A second revision surgery has not been performed to date. This report captures third of three xia 3 titanium blockers.